Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 800 mg/dl. Troubleshooting was performed. Assisted the nurse rewinding and priming the insulin pump. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.